Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. A revision procedure was performed. Upon opening of the pocket, there was no visable damage to the lead. The rv lead was surgically abandoned and the pacemaker remained in service. No additional adverse patient effects were reported.